Event description:
An ophthalmologist reported an refractive surprise of -5 diopters following an intraocular lens (iol) implant procedure. Additional information has been requested.

Manufacturer narrative:
Corrected and additional information was provided. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received from the ophthalmologist, who reported that the patient was referred to him due to a retinal detachment with giant tear of 180. He performed a vitrectomy with endolaser silicon, retinopexia and lensectomy without lens placement. The capsular bag was removed and the patient was left aphakic. Four months later, another surgery was performed to remove the silicon and suture a sulcus scleral lens. The biometry was done, and it showed an error of 6.5d. The doctor said that they made an analysis of possible causes, and they think that the system is not compensating the refractive index of the silicon oil. He says that the biometry technique was well done. The post-op visual acuity was 20/70 with pinhole; 20/400 without pinhole. There are two medical device reports associated with this event. This report is associated with the intraocular lens; a separate medical device report associated with the ultrasound system was filed under mfg. Number (B)(4).

Manufacturer narrative:
Evaluation summary: complaint history and product history records could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested.